Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 6am on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of ¿113 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She indicated that after obtaining the alleged high result, she felt fine, rested and slept. She reported that about an hour later, around 7am on (B)(6) 2018, she had a ¿seizure¿ and was ¿unconscious¿. She stated that her husband called the emergency medical services (ems). She indicated that when the ems arrived, they were unable to obtain a blood glucose result as the blood glucose was ¿too low to generate a reading¿. She reported that she was given IV fluids by the ems to treat her symptoms. She contacted lfs a short time later. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Seizure and unconscious requiring ems intervention of unknown IV fluids, after obtaining an alleged inaccurately high blood glucose result on the subject meter.